Event description:
During procedure the patient required urgent cardioversion. The lifepak 15 was charged to 360 joules, and a synchronized cardioversion was delivered. After the delivery the screen froze and would not respond. The red service light came on. This unit was checked at the beginning of the shift and passed its daily test on [date redacted] - same day of event.

Event description:
During procedure the patient required urgent cardioversion. The lifepak 15 was charged to 360 joules, and a synchronized cardioversion was delivered. After the delivery the screen froze and would not respond. The red service light came on. This unit was checked at the beginning of the shift and passed its daily test on [date redacted] - same day of event.